Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed tip of the instrument that connects to the screw break off tabs is bent. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal posterior fixation due to spinal canal stenosis associated with vertebral body fracture. Intra-op, the connecting part of the extender to the screw tab was scratched and deformed no patient complications were reported.